Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On 25oct2019, a patient (pt) in argentina reported a diagnosis of corneal ulcer in the right eye (od) in 2016 while wearing an acuvue® oasys® brand contact lens (cl). The pt reported monthly replacement of cls and does not sleep in the cls. The pt uses natura solution to clean and store cls. No further medical information was available. On 29oct2019, an email was received from the pt and additional information was provided. The pt was prescribed tobrex, 3 or 4 times a day for a full week and systane tears when necessary. No further information was provided. Multiple attempts were made to contact the pts treating eye care provider (ecp) for additional medical information and to confirm the diagnosis and treatment. No additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect od cl was discarded. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.